Manufacturer narrative:
G4:08dec2020; b4:09feb2021. The field service engineer (fse) replaced the front bezel to address the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 01dec2020.

Event description:
The customer reported that the nav-ring is not moving. The customer contacted product support and advised the customer there is still an active recall for v60 nav-ring failures. Paging to field for v60 nav-ring replacing the v60 front bezel. The customer reported that the unit was not in use on a patient.